Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of worsening mitral regurgitation mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and clip becoming caught on the chordae, resulting in difficulty removing the device appears to be related to patient morphology/pathology. The reported patient effects of tissue damage (chordal rupture) and unchanged mr appear to be a result of procedural conditions and due to the clip interaction with the chordae. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the chordal rupture and attempted intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 3. While attempting to implant the second clip (60609u245), grasping was difficult and the clip became caught on the chordae. Standard troubleshooting was performed and the clip was freed. After freeing the clip, the mr increased and a chordal rupture was suspected. The clip was implanted successfully, but the mr had returned to 4. An attempt was made to place a third clip (60609u240) for treatment of the chordal rupture and mr; however, it was not possible to grasp the leaflets due to the anatomy and the procedure was discontinued. Two clips were implanted and the mr remained at 4. The patient remains stable and there was no clinically significant delay in the procedure. No additional information was provided.